Manufacturer narrative:
The most likely cause for the discrepancy observed is due to the sample having a low viral load where results are known to waiver. This is a sample-specific issue and the reagent is performing as expected. The observed discrepancy is most likely due to the sample being a weak positive for the sars-cov-2 target that is at/near the limit of detection (lod) of the assay. Very low viral load specimens that are near the assay lod may not generate consistent results upon repeat testing according to expected statistical variances in detection.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged a discrepant result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged sample initially generated a positive result for sars-cov-2, negative for influenza a and b. The same sample was repeated on a separate cobas liat analyzer and the same analyzer as the initial testing and generated negative results for all three targets. The negative result was reported to medical staff. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.